Manufacturer narrative:
(B)(4)

Event description:
The patient presented for routine follow up, the pulse generator exhibited elective replacement indicator. The alert was cleared and normal function resumed, no intervention would be planned. The patient was stable and would be scheduled for routine follow up. It was noted that he patient had no symptoms and was unaware of any change to device function.